Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and since the malfunction code did not recur after the reset, the customer was instructed to continue using the pump. The customer was advised to contact technical support if the issue happens again, and they acknowledged and understood the instructions.